Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) system exhibited far field oversensing of r waves. Additionally, loss of ventricular capture was observed.